Event description:
As reported, the elunir (3.0x20 us) stent could not be delivered so it was pulled back into the guide and the stent dislodged. The physician had to fish it out with a balloon. No patient injury. The stent was used in a calcified artery. The product will be returned for analysis. Pursuant to the FDA code of federal regulations, cordis is an importer of elunir¿ ridaforolimus eluting coronary stent system, a distributed product made by medinol. Therefore, cordis is required to report all complaints of deaths and serious injuries to the FDA associated with this product.